Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd angiocath¿ plus catheter prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo was sent via email shows fm on the cannula surface. One actual sample in opened packaging was returned for investigation. The actual sample was subjected to visual inspection. Black, fibrous fm was observed on the packaging of the returned sample. The black, fibrous fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the black, fibrous fm had matched reasonably with that of poly (ethylene terephthalate). A device history record review showed no non-conformance associated with this issue during the production of this batch. Poly (ethylene terephthalate) is a thermoplastic polymer resin of the polyester family and is used in synthetic fibers and packaging materials. Investigation conclusion: based on the findings above, the packaging materials could be possibly ruled out. This because the needle cover are already inserted over the cannula of the assembled needle before going to the packaging process for it to be contaminated with the fm at the packaging process. For clothing and textile applications, we have gowning process where the associates will put on the smock over their clothing. The smock is, however, dark blue in color whereas the fibre (fm) is black. Based on the returned photo, the fm was found on the surface of the cannula bevel, which will result in a lie distance failure. There is a 100% vision inspection system in the line to check for lie distance. The vision inspection system is also challenged before the start of every shift. Additionally, there are in-process and outgoing inspections for fm. Job aid for housekeeping standard in insyte assembly and packaging process had been established. In addition, machine cleaning is conducted every week during preventive maintenance.